Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on october 17th, under the operation of the medical staff, the patient was treated with a sealed vein indwelling needle for infusion. During the infusion process, fluid extravasation was found, and leakage was found at the junction after pulling out. The use of the needle was stopped immediately and a new indwelling needle was replaced.

Event description:
It was reported while using bd intima ii¿ IV catheter prn adapter leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), under the operation of the medical staff, the patient was treated with a sealed vein indwelling needle for infusion. During the infusion process, fluid extravanation was found, and leakage was found at the junction after pulling out. The use of the needle was stopped immediately and a new indwelling needle was replaced.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1356962. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.